Event description:
Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has a past medical history of possible heart attack. A pre-anesthesia evaluation dated (B)(6) 2013 noted that the patient has a history of myocardial infarction (2008), coronary artery disease and congestive heart failure. The notes indicate that the patient recently received cardiac clearance. The relationship of the patient's cardiac history to vns is unknown. Attempts to obtain additional information will be made, but no additional information has been received to date.